Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experienced sharp pain from the front lower tooth while eating. The pain is gone but the tooth is loose. Patient has experienced mobility previously; this is worse than the last time. Patient advised to visit their dentist for examine, x-rays and lor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.